Manufacturer narrative:
H10: the device was received for evaluation. During functional testing, 'unit keeps giving downstream occlusion alarm' was confirmed. A review of the event history log displayed multiple 'downstream occlusion' messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be force sensor out of calibration. Force sensor calibration required. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump kept giving downstream occlusion alarms during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.